Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was in good condition post operation.